Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads on the sleeve fractured off the device, rendering it inoperable. The threads were retained within the nut. All pieces were returned. The device was manufactured in 2016 and shows signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, a design change was implemented to eliminate/reduce the occurrence of this failure. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during surgery the locking mechanism on ruler broke- will not remain locked. Nothing got in the patient. The procedure was successfully completed without delay using an s and n back up device.